Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the screen froze and then the insulin pump alarmed button error. The customer stated that there is moisture under the screen as he was on a bicycle ride and the device was under his shorts. Blood glucose value was 69 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent act button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. No frozen screen noted. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.